Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as open with sharp pain. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed bacitracin. Outcome of the irritation is unknown.